Event description:
It was reported that during an appendectomy procedure, when the device was first used during clip application, the jaws formed a malformed clip. The clip is twisted and unusable. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.